Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged therapy electrode) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to broken wires inside the electrode belt distribution node. The root cause for the broken wires could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had a damaged therapy electrode.